Event description:
The customer reported a leak (10 ml) from the coulter act diff 12 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in association with this event.

Manufacturer narrative:
The cause of the leak was cellular material in wbc bath and waste line (lv14) causing them to clog. The field service engineer (fse) determined there was dried blood on the end of the probe wipe which was flaking off and landing in the wbc bath causing clogs which caused the wbc bath overflow. The dried blood was then deposited in the waste line (lv14) causing the waste tubing to clog and back up. The fse removed the probe wipe, bleached it and reinstalled the probe resolving the leak from the wbc bath. (B)(4).